Event description:
An event was reported under the indicate hf clinical study and classified as inappropriate detection. It was also noted that the atrial lead had far field r-wave (ffrw) oversensing. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588, implantable pacing lead, (B)(6) 2009; c154dwk implantable cardioverter defibrillator, 9b)(6) 2009. (B)(4).